Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet insulin delivery device onto a hard surface, after which the touchscreen malfunctioned and became unresponsive. Symptoms included no clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included complaint handling review and return of the original device for assessment. Investigation of this case revealed physical damage to the device¿s display consistent with user-induced impact. It was concluded that the event resulted from external physical damage and was not related to a device manufacturing or design issue.